Event description:
The customer stated that smoke was coming from the rear of the architect i2000 analzyer. Arcing was visible from rear of reagent refrigerator. The customer disconnected the power from the main power supply. No injury occurred.

Manufacturer narrative:
(B)(4). Abbott field service inspected the architect i2000 analyzer with the power off and observed no smoke damage, heat damage or fluid leaks. The field service representative (fsr) then powered up the instrument and immediately observed arcing at the rear of the refrigerator. The power to the system was immediately disconnected. Upon visual inspection, the reagent refrigerator's power cable plug and receptacle socket were found to be damaged. The replacement of the reagent refrigerator and power cable resolved the issue. A review of the message history logs provided no additional information concerning the parts failures. A complaint review was performed which included a search for similar complaints, a review of labeling and a product safety review. The complaint review showed similar complaints had been received where the i2000/i2000sr system generated smoke due to a scc, power supply and/or board failing. However, in all complaints the hardware component performed as designed in that the failure was contained within the system and no external damage occurred. The architect system operations manual provides adequate instructions involving hazards and an emergency shutdown procedure. (B)(4). This component meets the requirements of the safety standard. Specifically, the refrigerator is considered to be resistant to heat and fire according to tests of clause 30 in the test report reference no. (B)(4) included in the i2000sr safety technical file ce-28/s. The reagent refrigerator power cord (pn 76936-104) is csa certified and ul listed. The ul mark ensures that cords are tested to the safety standard ul 62 flexible cables and cords, which include flame tests. Based on the investigation findings, there is no indication there is a deficiency of the architect i2000sr system. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete.